Event description:
A malfunction alarm occurred with the pump, identified as malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for the pump to be replaced, and the customer planned to use a backup insulin pump to ensure no interruption in insulin delivery. The customer was instructed to put the faulty pump into storage mode and return it with a pre-paid label, acknowledging and understanding the instructions.